Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The field service representative evaluated the device, reproduced the complaint and determined that the cause of the reported event was that the exhalation flow sensor receptacle on the device was damaged and its o-rings were missing. The field service representative replaced the exhalation flow sensor receptacle and ran the device through a complete calibration & checkout per the service manual. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A user facility representative reported that the device is having incorrect volume (vt) measurements. There was no report of patient involvement.